Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter stated that there was no damage to the keypad buttons. It was reported that keypad buttons were under responsive. It was also reported that there was moisture present behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/04/2015 with the following findings: during a visual inspection of the keypad, no evidence of damage was noted. All of the buttons on the keypad were responsive except the up key which was responding intermittently. The keypad cover was removed and no contamination was found on the button contacts. Unrelated to the original complaint, it was noted that there was a crack on the pump case with evidence of moisture inside the pump. A leak test was performed which confirmed the leak at the crack in the pump case.